Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The account reported that the patient was admitted to the hospital on (B)(6) 2020 with chronic driveline infection signs and symptoms (s/s) including chronic fatigue, tenderness at the driveline site, and dyspnea on exertion. It was also noted that pus was coming from the driveline site; however, the patient denied having fever and chills. A computed tomography (CT) scan of the abdomen (abd) was completed, wound cultures were taken and the patient was subsequently started on intravenous (IV) vancomycin. During this admission, the patient was also found to have low hemoglobin and hematocrit (hgb/hct) and reported that he had one instance of bloody stool in the past week. Information later received from the account stated that the reported instance of bloody stool occurred 1-week prior to admission. The patient stated that he occasionally had bloody stools but no clinical diagnosis of gi bleeding was made and no testing was performed. There were no related incidents since. The only treatment provided included community outpatient antimicrobial therapy (copat) and IV antibiotics for the patient¿s persistent pseudomonas driveline infection. The infection reportedly resolved with sequela on (B)(6) 2020. The patient was later discharged and remained ongoing on vad support until they experienced further infection related issues on (B)(6) 2020 (reported under MFR # 2916596-2020-04015) the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09aug2018. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The hm 3 lvas instructions for use (IFU) list bleeding and driveline infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. Furthermore, the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information states that the concern for gi bleeding was reported by the patient. Patient has stated that this occasionally happens. No clinical diagnosis of gi bleeding. There was no testing completed. The episode occurred 1 week prior to admission and there were none since. Patient was only treated for his recurring driveline infection.

Event description:
Additional information states that infection was resolved on (B)(6) 2020 with sequela. Patient was provided with community-based parenteral anti-infective therapy (copat) and antibiotics for persistent driveline pseudomonas infection.

Manufacturer narrative:
Previous infection admission is reported under MFR #2916596-2020-03446. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient returned to hospital with chronic driveline infection symptoms. Patient had recently been admitted for the infection but left against medical advice . Patient had similar signs and symptoms chronic fatigue, tenderness at driveline site, dyspnea on exertion. Patient denies fever/chills. Patient started on IV vancomycin. CT of abdomen was completed, wound cultures in process. Emergency doctor stated that pus was coming from driveline site. Patient also has low hemoglobin and hematocrit. Patient reports one episode of bloody stool in the past week.